Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving (asked, unk mg/ml at asked, unk mg/day) and (asked, unk mg/ml at asked, unk mg/day) via an implantable pump for unknown indications for use. It was reported that patient reported they don't think their pump was working since they are in excruciating pain. Patient reported the pump was not audibly alarming and currently does not have a managing healthcare provider (hcp) due to changes in their insurance. Patient services sent physician listings to patient and redirected them to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.